Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturing representative reported that they had the device and they would sent it back.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va16ubq, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The hcp reported that the patient had a fall and experienced a return of symptoms. The patient¿s device was reprogrammed and surgical intervention was scheduled for (B)(6) 2017. It was indicated that at the time of report the issue was not resolved. No further complications were reported or were expected.

Manufacturer narrative:
Information references the main component of the system and other pplicable components are: product ID 3889-28, lot# va16ubq, implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information from the manufacturer representative (rep) on (B)(6) reported the diagnostics performed related to the return of symptoms were the patient¿s history. The rep noted the return of symptoms had been resolved and the patient¿s weight was not known at the time of the event. No complications were reported.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies, the stimulation ins was functionally okay. If information is provided in the future, a supplemental report will be issued.